Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had a blank display. The customer¿s blood glucose was unknown. She said that she dropped the pump and knows that the battery cap is bent. After troubleshooting was attempted for the blank display, the display did not return. The customer will call back after pump rest. The pump will not be returning for analysis.